Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 207 mg/dl and uncertainty about insulin delivery, though device reports indicated boluses occurred after meals and brought glucose back into range, with approximately 56.9% time in range that day and continued pump connection. Symptoms included thirst. Outcomes included no hospitalization and no emergency treatment. Investigation included review of device reports and user interaction for troubleshooting and education. Investigation of this case revealed no alerts or alarms, no device malfunction identified, and effective automated correction boluses following meals, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.